Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The baxter technical service representative (tsr) assisted the hp with ending therapy and starting over. The hp had indicated that she changed out the supply bag and cassette. The tsr explained the hp would be compromising the setup when they did that. The tsr reminded the hp when they need to change out something, they should be changing out the entire setup and not just one item. The tsr advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the supplies in use. The hp stated that had been her first night using the new luer system and the alarm could have been something she did. The hp stated that once she started over with new supplies everything went fine. The hp stated she had discarded the sample, but the lot number of the cassette was h11b12040. The hp stated since then everything has been going fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a user error as the patient changed out the cassette and one solution bag however reused the remaining solution bags was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the root cause is use error. Label review was performed and found the labeling adequate for the user error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.